Event description:
Steel endocavity needle guide, used with system component (endocavity transducer) broke when being assembled onto transducer. Customer is concerned that problem could have happened during a pt procedure.